Event description:
On (B)(6) 2015, before lunchtime, customer injected 5 units of novorapid based on carbohydrate count. After approximately 15 minutes, customer had symptoms of hypoglycemia- anxiety, shakiness, hunger. Mobile meter result at that time was 8.1 mmol/l. After 2 minutes, aviva meter result was of 3.2 mmol/l. Customer ate fructose tablets. No adverse event occurred. No further details provided. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).